Event description:
During an in clinic follow up, oversensing leading to pacing inhibition was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. The rv lead was explanted and replaced to resolve the event. The patient was stable.